Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for the (B)(4). The information available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2010, the pt presented to the hospital with acute stroke symptoms, an nihss of 13 and mrs of 4. The 50 mg of IV tpa were administered before use of the penumbra system. The study device was used on the target vessel, right m1. After mechanical recanalization, 20 mg of ia tpa were administered in the distal m2 branch. On (B)(6) 2010, the pt suffered a small capsula internal hemorrhage with uncertain relationship to both the study device and the angiographic procedure. It was reported during data review for the clinical trial as moderate and was resolved with no actions taken.